Manufacturer narrative:
The lead was returned severed 112 millimeters (mm) from the terminal pin. Two segments were returned, a terminal end and a tip segment. A mid-body segment of the lead appeared to be missing. Damaged induced by the explant procedure was noted. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. An x-ray was performed on the segments returned and no anomalies were noted. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited oversensed noise which resulted in pacing inhibition. The patient is pacer dependent and noise was able to be reproduced. An invasive procedure was performed to remove the lead. It appeared the insulation had worn down in the pocket. During the procedure, a temporary pacing lead was used however while this lead was being removed the patient went asystolic. It was found the temporary pacing wire had dislodged. The procedure was completed. It was also noted the patient's superior vena cava (svc) had torn due to the laser going through the svc. Surgical intervention was performed to repair the svc. No additional adverse patient effects were reported.